Manufacturer narrative:
The reported issue of keypad failures was confirmed. The keypads had physical evidence of fluid ingression damage with cracked (open) traces in the keypad harness at its bend area nearest the connection to the display board assembly. Temporary replacement of the bezel with keypad assembly corrected the non-responsive keypad issue. The pump modules were used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the customer purchased (B)(6) new pump modules that they received between (B)(6) 2018. They state that there have been 3 more pump modules involving the 4 push buttons on the front panel were not working properly, making the pump modules inoperable. The biomed department states that the ribbon cable appears to be getting compressed/pinched as it folds under the connector, causing a failure of the cable which leads to a failure of keypad operation. The customer states that there has been no patient involvement.